Event description:
The customer reported that they were unable to acquire a 12-lead ECG. No patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.